Event description:
The report received from the study indicated that approx six months after the index procedure for implantation of two (2) precise carotid stents, the pt experienced stent thrombosis. The pt was admitted to another facility. The event was reported to be unrelated to a cordis product or the index procedure. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
The target lesion for the index procedure was the ostium of the left internal carotid artery. The lesion was reported to be: mildly tortuous (>=2 bends), an 85% stenosis, 20 mm length, reference diameter of 6 mm, severely calcified, and eccentric. The lesion was pre-dilated. An angioguard 7 mm embolic protection device was used during the procedure. Two precise stents were implanted: an 8 x 30 mm distal to the lesion, and also an 8 x 20 mm stent. The residual stenosis was 10%. The pt had no neurological deficit post-procedure upon leaving the angiography suite. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the next day. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference mfg report # 9616099-2009-00180.